Event description:
Ied. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.